Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On (B)(6) 2024, infutronix received a report that a pump had a flowrate issue causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. Analysis of the returned device was completed on (B)(6) 2024. During functional testing, the reported problem was not duplicated. The pump completed an 100 ml infusion, with 95.96 ml's actually infused. This means the flow rate deviation is -4.04% which is within the passing criteria of +/- 5%. A CAPA has been opened in order to fully diagnose and address the root cause of the reported event.